Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 60 mg/dl and the sensor glucose was 250 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer¿s current blood glucose level was 244 mg/dl and the customer reported that the blood glucose level was 90 mg/dl at the time of first event. The customer reported that the sensor glucose value that triggered the suspend event was 59 or below and threshold low suspend limit in sensor settings was 60. The sensor will not be returned for analysis.